Event description:
It was reported the coil prematurely detached during coil repositioning and was successfully retrieved with an alligator retrieval device. No pt injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B)(4)